Manufacturer narrative:
This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional event information states that pump was discarded after use

Manufacturer narrative:
Additional event information received b5

Event description:
Impella cp was placed post pci on patient encountering ami/cs. It was noted that patient coded requiring acls measures twice for a combined estimated total of 55 minutes. After impella was inserted and positioned, peel away sheath was removed and access site appropriately dressed. Upon arrival to ICU, it was noted a small amount of hematuria was present as well as a ping pong ball sized hematoma. Venous manual pressure was applied to hematoma for approx 20 minutes. Hematoma appeared to decreased in size and no additional hematoma present 1 hour after manual pressure was applied. Echo was performed showing device at 3.7cm and free of cardiac structures. Updated dr galla on echo findings. He stated ¿he needs the support so we¿re not changing anything.¿ instructed the nurse to continue to assess urine output quality and update local support if it worsens.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that following impella cp implant, a small hematoma developed around the access site. Manual pressure was applied to resolve the condition and the site remained properly dressed with gauze and clear dressings. A small amount of drainage was noted, but no intervention was deemed necessary. Support continued uninterrupted. The following day, the patient developed hematuria and hemolysis. The patient was escalated to impella 5.5 support in response to the condition.